Event description:
Orthodontist reported that while debonding transcend ceramic brackets in 1994, a horizontal fracture occurred on the upper right lateral incisor. The tooth became necrotic some time later and subsequently required root canal therapy in 1998.